Event description:
On (B)(6) 2012, clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6) 2011, revealed that the vns has been very helpful with the patient's seizure control but that at the patient's last visit, the patient had feelings of neck discomfort associated with stimulation. The pulse width was lowered which provided relief of the discomfort, but now the patient is experiencing feelings of "insecurity". She perceives that she may be at a greater risk for seizures since the pulse width was lowered and stated that she would like to have the pulse width increased again. Upon increasing the pulse width, the patient experienced a sensation of numbness and tingling down her left arm with stimulation. The pulse width was therefore turned back down to 250 usec and the signal frequency was increased to 25hz. The physician stated that if the patient continues to have these premonition-type feelings the output current may be increased. The physician states that he is concerned that the sensation she is getting upon stimulation are indicative of a lead fracture. He states that x-rays were taken which showed no evidence of a lead discontinuity. The patient's settings were output=1.5ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=1.1min/magnet output=2ma/magnet on time=60sec/magnet pulse width=250usec. The physician further states that if there are any worsening of the patient's symptoms or decreased seizure control they will have a full revision surgery. The physician later stated that the painful stimulation, numbness, and hypoesthesia were first noticed on (B)(6) 2011. No causal or contributory programming or medication changes preceded the events. No patient manipulation or trauma occurred. The patient's most recent settings are output=1.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.1min/magnet output=2ma/magnet on time=60sec/magnet pulse width=500usec. The physician stated that she does not have a medical history of numbness or hypoesthesia prior to vns. The patient is having a full revision surgery due to a likely fractured lead according to the physician although no diagnostics were reported that would confirm high impedance. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(4) 2012, when it was discovered that the vns patient had prophylactic generator replacement that day. Pre-op system diagnostics showed results within normal limits of output=ok/lead impedance=ok/dcdc=2/eri=no. System diagnostics after generator replacement again showed results within normal limits of output=ok/lead impedance=ok/impedance value=2366ohms and output=ok/lead impedance=ok/impedance value=2381ohms. The patient was then programmed to the same settings as prior to surgery; output=1.5ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=1.1min/magnet output=2ma/magnet on time=60sec/magnet pulse width=500usec. The explanted generator was returned to the manufacturer on (B)(4) 2012, for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted generator. The septum of the generator was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
"Type of report", corrected data: inadvertently did not check "30-day" on initial report.